Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08710 inches. No failed battery alarm noted. Pump error 63 alarm confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 403 mg/dl at the time of incident. Customer reported that insulin pump gave battery failed did not alarm again and it was asking for a rewind. Customer stated due to high blood glucose they switched to manual injection and changed to a new infusion set and took bolus for 5.5u but the battery was gone bad and the icon was still green and so customer changed the battery but now the active insulin was cleared. Customer experienced symptoms like nausea, vomiting and abdominal pain. Customer stated auto mode feature was inactive and was not automatically adjusting insulin at time of event. Customer did a self test and pump error occurred. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump will only be returned for analysis.